Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and found power cable on mobile view station (mvs) was faulty. When the plug was moved it would cause the ac power to cut off. To resolve this a new ac power cable was installed on the mobile view station (mvs). No further issues noted. Continuation of d10: product ID (lot: purchase order); product type: product ID: bi71000053, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the plugs on the system power cable sparked. The electrical housing is now loose and wiggles around. There was no patient involvement.